Event description:
It was reported that during use in an acl surgery, the surgeon had difficulty removing the tunnel notcher and the tip of the instrument broke off inside the pt's knee. The surgeon looked for the tip to retrieve it, and shortly after, it was found on the floor. It is believed that irrigation flushed the tip out of the joint. There was no report of injury or surgical delay.

Manufacturer narrative:
Investigation results: the instrument and broken tip were rec'd for evaluation. The customer's reported problem was verified. A material hardness check was performed on the device and found to meet specifications. The cause for the breakage was unable to be determined. A review of conmed linvatec records for this product found no other reported events for this failure mode. This product will continue to be monitored for failures.